Event description:
This is a recurring ongoing problem with tandem t90 infusion sets for my tandem insulin pump. I have been using them for 2 plus years but for some reason now they do not work for the intended time. There is no appearance of an issue but it is supposed to function for 3 days and something about the site is breaking down after 1-2 days, causing a decrease in dosage that is getting infused and causing higher than expected blood sugar levels. I have leanred to manage this and swap out the site regularly within 1-2 days when I notice the change but this could be very dangerous if I were not vigilant.